Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging the ipg and it had to be charged more frequently. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted ipg was replaced with an MRI compatible. The explanted ipg was not returned.